Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision of tha, removal of recalled asr acetabular components. Patient experienced pain and osteolysis. Clinical findings also indicated inflammation. There was reported delay due to explant of acetabular and femoral devices. Femoral device removed as a result of osteolytic resorption & compromised fixation after review of medical records, patient was revised to address left hip replacement with metallosis, pain and increased level of cobalt and chromium. Operative notes reported, a copious amount of metallosis debris was encountered in the joint. The trunnion was noted to have a great deal of metallosis. Radiographs showed a small amount of lysis and MRI showed metallosis. Added medical history, patient harm and affected side. Doi: (B)(6) 2009; dor: (B)(6) 2018 unknown hip.